Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a low flow alarm at rest without associated symptoms except for an episode of diarrhea. The alarms were not persistent and were thought to be related to volume depletion. Fluid intake helped until on (B)(6) 2022 when the patient experienced more frequent loose stool/diarrhea. It was noted that the patient's international normalized ratio (inr) was subtherapeutic the week before and was being bridged on lovenox. The patient was assessed in clinic on (B)(6) 2022 where torsemide was held in the case of hypovolemia. The patient underwent an echocardiogram on (B)(6) 2022 which showed possible thrombi or vegetation at the inflow cannula. The patient was admitted on (B)(6) 2021 for further work up. A transesophageal echocardiogram (tee) was done on (B)(6) 2022 which showed potential small thrombus/fibrinous strands, or vegetation versus adjacent left ventricle trabeculae sucked into the inflow cannula. It was noted that the tee had shadowing limiting the characterization of the echodensity. Computed tomography angiography (cta) was done of the chest and saw a patent inflow cannula and outflow graft, although a proximal portion of the outflow graft was obscured by streak artifact. The patient was transitioned to aspirin therapy. The event was considered resolved without sequelae on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of inflow cannula thrombus could not be confirmed through this evaluation as no photos or images were submitted and the pump remains in use. According to the account, the low flow events were likely caused by hypovolemia; however, low flow alarms were not confirmed as no log files were submitted for review. The patient remains ongoing on vad support. No product available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 21oct2021. The heartmate 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.